Event description:
It was reported that during a post-operative examination following a tonsillectomy/ adenoidectomy procedure, the pt presented with a small 4-5 mm hole in the soft palate. The surgeon alleged that this issue could be the result of a deficient controller. There were no further details provided regarding any future treatment plans or add'l pt complications.